Event description:
A report was received from (B)(6) stating that an 840 ventilator experienced a malfunction. The customer reported that the ventilator had an erratic graphic user interface (gui) display. Device was not being used on a patient when event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The device then passed all testing. (B)(4).